Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately eleven (11) years, was explanted for unknown reasons. The explanted device was replaced with a another bioprosthetic heart valve. Attempts to obtain explanted device and records have been unsuccessful.

Manufacturer narrative:
Additional manufacturer narrative - neither the device or event records have not been provided to the manufactuter, without receipt of the device or records the reason for explant cannot be investigated. Edwards will continue to monitor all events. Additional information will be reported if received.